Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system, presented with a pocket hematoma and visible blood from the incision site. An infection was suspected and the device and electrode removed. The patient was administered antibiotics and hospitalized for recovery. No information provided on a replacement system and no return of product is expected.